Event description:
A 2.5mm diameter by 9mm length s660 stent delivery system was inserted for treatment of a subtotal occlusion of the diagonal coronary artery. The pt had a history of recurrent chest pain, previous stent implant in the left main coronary artery, and quadruple bypass surgery. The diagonal lesion was pre-dilated with an unknown size ptca balloon prior to the insertion of the stent. The s660 stent was unable to cross the target lesion. Therefore, the stent delivery system was removed. Upon removal, the stent dislodged from the stent delivery balloon in the left main coronary artery, which had a 30% in-stent restenosis. The undeployed stent was successfully deployed in the left main at the site of restenosis, using a 3.0mm ptca balloon. At the end of the procedure, the diagonal artery was patent, but a dissection was present with good distal blood flow. There was no further treatment to the diagonal artery. The cause of the dissection is unknown. The pt was reported to be fine post procedure and there were no add'l clinical sequelae reported related to the event.